Event description:
Philips received a complaint by the customer on the v60 indicating that error, "backup alarm failed" (diagnostic code 1104), had occurred. It was reported there was no patient involvement at the time the issue was discovered. The customer called in to request option codes after replacing the central processing unit (cpu) printed circuit board assembly (pcba). It was then noted that the v60 was logging the error, "backup alarm failed" (diagnostic code 1104). The remote service engineer (rse) then provided the customer with the option codes for the cpu pcba. The biomed later confirmed the option codes restoration resolved the issue. The customer confirmed the option code restoration was applied to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time.